Event description:
It was reported to bcs on 03/02/2007 that during an endoscopic retrograde cholangiopancreatography (ercp) procedure (pt gender and age unknown), "the cut wire broke." The procedure was successfully completed with a second device and there were no reported adverse effects to the pt.

Manufacturer narrative:
Visual full eval was not possible due to the condition of the cutting wire. Visual exam of the device confirmed the broken cutting wire. The proximal section of the cutting wire was actuated by the handle, confirming connection between the wire and the handle. A calibrated multimeter confirmed electrical conductivity between the connector and the cutting wire segment. Microscopic exam revealed burnt and melted broken wire ends. Probable root causes include: improper generator settings causing the cutting wire to break, or the cutting wire coming into contact with the metal endo of the scope, resulting in a short circuit, causing it to break. Review of the device history record revealed no anomalies. A lot history search revealed no similar complaints reported for the lot. 2007 prod family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trends were noted.